Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer experienced an occlusion alarm during basal delivery. The affect on customer's blood glucose was unknown. System check performed with tandem customer technical support determined that the potential location of the occlusion was in the infusion set tubing. Customer changed out infusion set and cartridge and did not experience any more occlusion alarms.